Manufacturer narrative:
Correction : section b5 : the event has been corrected from "removed and replaced" to "not used and replaced" as the product status was not used. Correction : section d6a - date of implant and d6b - date of explant : the dates were inputted in error in the initial report and are not applicable as the device malfunction was noted during the unpacking of the device. The pacemaker was never implanted nor explanted.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker was unpacked and was found to have part of a silicone coating fallen from the pacemaker body. The pacemaker was not used and replaced. The patient was discharged with no reports of adverse consequences.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker was unpacked and was found to have part of a silicone coating fallen from the pacemaker body. The pacemaker was removed and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of the septum being found loose during procedure to implant the device was confirmed. Upon visual inspection, it was observed that the v-septum was missing. Further analysis revealed that the v-septum had become loose, consistent with inadequate adhesion of med-a between the septum and the septum cavity wall. The device history record (DHR) was obtained and reviewed, indicating that the septum was replaced following the rework. It is uncertain how well the septum was sealed in the cavity. No root cause can be determined.